Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. Device manufacturing date is unavailable. No parts have been received by the manufacturer for evaluation. Part not returned for evaluation.

Event description:
A site representative reported that during spinal fusion procedure, the imaging system trackers were not visible to navigation system camera. The procedure was completed without the use of imaging. There was no delay to procedure. No known impact on patient outcome.

Manufacturer narrative:
Additional information: manufacture date has been received. Correction: UDI number has been updated with the correct information.

Manufacturer narrative:
The gpio board was returned to the manufacturer for analysis. The board was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.